Manufacturer narrative:
The test team doesn't have the iphone 13 device with ios 18.1 to retest the issue. An attempt to reproduce the reported event using the minimed mobile app (software version 2.7.0) installed on iphone 12 mini (ios 18.1.1) with mmt-1885 780g pump (software ver. 6.7v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed by the expectations specified in the d00780504, version e. We were unable to conduct a thorough investigation due to the lack of diagnostic logs necessary to perform a comprehensive analysis. We performed our analysis using the analytics logs provided only. Even though the os didnâ¿¿t specify the reason for the disconnection, we believe it might be due to missing bonding keys which typically cause reconnection after pairing to fail. This issue is confirmed to assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: please try resetting the bluetooth cache and re-pairing with the pump using the following steps: 1. Leave the pump pairing screen in the minimed mobile app if itâ¿¿s active. 2. Remove the pump from the ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). 3. Remove the mobile device from the pump. 4. Turn bluetooth off from the ios settings app (settings > bluetooth). 5. Wait 5 minutes. This wait is needed to allow the ios to reset the bluetooth cache. 6. Turn bluetooth back on. 7. Navigate to the pump pairing screen in the minimed mobile app. 8. Attempt pairing with the pump if the previous steps did not work, please try restarting your mobile device and re-pairing with the pump using the following steps: 1. Leave the pump pairing screen in the minimed mobile app if itâ¿¿s active. 2. Remove the pump from the ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). 3. Remove the mobile device from the pump. 4. Restart the mobile device. 5. Navigate to the pump pairing screen in the minimed mobile app. 6. Attempt pairing with the pump medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was unable to pair pump and mobile application. No further details were given. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed. Customer deleted and unpaired any existing paired transmitter. Customer stated that the pump alerted with device not found alert. However the communication issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-6102.